Manufacturer narrative:
Evaluation summary: the data in navision are wrong and must be corrected. Submitted to customer service and operations for correction. Correction information g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The serial number on the endoscope does not match with the serial number on the carton sticker. The data in navision are wrong and must be corrected. Submitted to customer service and operations for correction. This event occurred at the time of before delivery. There was no report of patient harm.